Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2025-09-03 and it was reported the patient was in recovery due to a pump replacement and catheter revision. It was noted the procedure was not related to a medtronic device or therapy issue. The event was resolved and the current device remained in the patient. Additional information was received from a company representative (rep) again on 2025-09-08 and it was reported the pump was replaced due to the elective replacement indicator (eri). The reason for the catheter revision was the healthcare provider (hcp) cut the catheter when removing the pump, so they replaced part of the pump segment. It was noted it was cut on purpose, and a new pump segment was added. The cause of the patient¿s difficulty staying awake post-operative leading to ICU admission was unknown. It was noted that the previous devices were discarded. Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was noted the reason for replacing the pump segment was the physician wanted to replace it. Further information was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 4000mcg/ml at a dose of "1294.6mcg" and clonidine 130mcg/ml at a dose of 40.61mcg. It was reported that, after in recovery for about 30 minutes, the patient was having difficulties staying awake. The rep was asked to go back in and the physician wanted to decrease the pump by 66%. About an hour later, the rep was called back to put the pump at the lowest simple continuous rate and the patient was intubated and sent to the intensive care unit (ICU). Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. The rep reviewed all dosing with the physician and they updated the tablet. At the time of this report, the issue was not resolved.